Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device lot #: 10885403198915 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd secondary administration set components separated. There was no report of patient impact. The following information was provided by the initial reporter: the port was found disconnected. The set was dislodged from the port without any force. It was hanging on a patient.

Event description:
It was reported while using bd secondary administration set components separated. There was no report of patient impact. The following information was provided by the initial reporter: the port was found disconnected. The set was dislodged from the port without any force. It was hanging on a patient.

Manufacturer narrative:
Investigation summary: no product and one photo was received by the customer. The photo provided was not of the reported failure, but only of the material packaging. The customer complaint of component damage - leak, could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.